Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product was received but its pending evaluation. A follow up report will be submitted upon completion. Data was received but does not reflect full investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior visual inspection was performed and passed. Receiver charges and boot up was performed and passed. Share logs data was received for evaluation but does not reflect the full investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.